Event description:
Removal of endosseous dental implant. Implant was placed in site #11 (class iii bone) on 1-19-96 during a complex surgery involving the entire maxillary arch during which bone augmentation was done using freeze-dried bone and a resorbable membrane. Clinician reports that the failure was due to the fact that the removable prosthesis did not achieve a passive fit as well as pt's continued tobacco use. Implant was removed on 5-8-97.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.